Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro dissection tip was cloudy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. No signs of blood and evidence of clinical use was observed. A visual inspection was performed on the dissection tip. There were no defects observed in the visual inspection. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. Based on the results of the evaluation, the reported complaint for "image resolution poor" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro dissection tip was cloudy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro dissection tip was cloudy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.